Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 485 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient¿s entire system was explanted approximately three weeks after her (B)(6) 2017 implant due to infection. The issue was resolved. The patient¿s status was alive ¿ no injury. The patient was scheduled for implant on (B)(6) 2017. The case was completed, and the patient was started on baclofen 500 mcg/ml at 100 mcg/day. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient¿s weight was unknown. The patient¿s medical history was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdp (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-jun-16. It was reported that the patient contracted (B)(6) upon receiving their new pump on (B)(6) 2017. The pump was removed due to the infection and the patient had not had one since (B)(6)2017. Per the patient, no one can prepare you for what life is like without a baclofen pump for four months after having one for 4.5 years. Per the patient, their life without a pump had been a living hell. The patient had lost so much function in their arms, hands, and fingers without the pump. The lost range of motion and dexterity from the patient's affected areas due to no baclofen pump. The patient's pump placement was scheduled for (B)(6) 2017 at 5:30 am.